Event description:
It was reported that after a product demonstration event, a broken bur was found inside the attachment. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Event description:
It was reported that after a product demonstration event, a broken bur was found inside the attachment. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.